Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is related to procedural issues, patient non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that approximately two hours after a right transcarotid artery revascularization (tcar) procedure, the patient experienced a stroke. Imaging was performed and confirmed that there was no thrombus identified within the stent however, the stent appeared to not be fully expanded. The patient was administered thrombolytics and no additional surgical intervention was performed. The patient's symptoms have improved, but it is unknown if the symptoms have completely resolved. Additional information received also indicated that this patient had an intraluminal calcium burden in his right internal carotid artery. At this time, it is unknown if the reported event is related to procedural issues, patient non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution.